Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited some instances of noise. Lead measurements were normal and isometric testing did not reproduce noise. Boston scientific technical services (ts) reviewed an electrogram noting it appeared similar to loss of capture but it was noted that threshold testing returned normal values. Ts suggested the issue may be rate-dependent and provided suggestions for additional testing. The patient was asymptomatic and will continue to be followed remotely. This system remains in service.